Manufacturer narrative:
(B)(4). Information unavailable. Device remains implanted.

Event description:
It was reported that the physician is concerned there is a leak in the band or tubing because the band is being filled but the patient is not experiencing any restriction or decrease in satiation.